Event description:
Customer reported the following problems: x-ray on lamp dim; noise emanating from generator (fan suspected); x-ray beam alignment out; x-ray controller/gib battery low; cross-arm brake handle hardware broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray on lamp, high voltage tank fan, x-ray controller pcb, and the gib battery. System operates as intended.